Event description:
It was reported that the pt had passed away on (B)(6) 2009. The scs sys was still implanted in the pt at the time of death. The implanting physician's office stated the pt was an active pt and was last seen in the office on (B)(6) 2009. It was reported the cause of death was unk, and the physician's office did not know of any association with the death and the scs sys.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.